Event description:
It was reported that the patient underwent an exploration of a fusion with possible laminectomy on an adjacent level. Fusion was deemed successful at the treated levels so the hardware was removed. It was reported that the tip of the driver broke off during removal of the pedicle screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.